Event description:
It is reported the patient was revised due to pain, infection, a fracture at the distal extent of the femoral coating, and a lucency surrounding the femoral stem.

Manufacturer narrative:
Information was received via published literature. Neither primary nor revision operative notes were returned for review. An x-ray at 3 years post-op shows subsidence of the femoral stem, cortical thickening at the distal tip of the stem, and fracture of the femoral stem coating in the distal region. The stem has moved into varus and the proximal bone support appears less than immediately post op. The patient's condition was said to be due to a chronic prosthetic infection and the loosening of the composite stem was said to be due to septic loosening. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Single-use, sterilized device manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product contributed to the patient's chronic infection. With the information provided, the failure is likely related to the patient's condition, including chronic infection. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable.